Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached inside the stomach. Reportedly, the detached portion should be retrieved via an endoscope, however, it was assessed that using an endoscope has a risk to the patient since the patient has parkinson's disease. A scheduled x-ray was decided for follow-up observation (the exact date is unknown). The procedure was completed with a new an endovive securi-t percutaneous replacement gastrostomy tube. There was no known impact or consequence to patient as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Device codes): problem code 2907 captures the reportable event of internal bolster detached. A visual examination of the returned device revealed that the internal bolster was detached from the device and was not returned. Remnants of the bolster remained at the end of the tubing. No tearing was noted on the distal end of the tubing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the investigation conclusion code for this event is "cause traced to component failure" is selected for this complaint. The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached inside the stomach. Reportedly, the detached portion should be retrieved via an endoscope, however, it was assessed that using an endoscope has a risk to the patient since the patient has parkinson's disease. A scheduled x-ray was decided for follow-up observation (the exact date is unknown). The procedure was completed with a new an endovive securi-t percutaneous replacement gastrostomy tube. There was no known impact or consequence to patient as a result of the event.